Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were falling off, loose, falling out of the applier. It was not reported how the procedure was completed. There were no patient consequences reported.